Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 24 mm synergy was deployed and post-dilated and a proximal edge, flow limiting dissection was noticed. To cover the dissection, a non-boston scientific stent was deployed proximally. The procedure was completed successfully and the patient fully recovered and was stable.